Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 52 mg/dl in the morning. They treated with food. Their current blood glucose level was 117 mg/dl. They declined troubleshooting for the low blood glucose. They also reported that they had a failed battery test. Troubleshooting was performed and the issue was resolved. The device will not be returned for analysis.